Manufacturer narrative:
It was reported that this right ventricular (rv) lead was explanted and retained by the explanting facility. This report will be updated if additional information is provided or if the device is returned and analysis is completed.

Event description:
It was reported that pacing impedance on this right ventricular (rv) lead had increased, although it remained within acceptable limits. Noise and oversensing were also observed, leading to pacing inhibition. The patient is reportedly pacer dependent and the pacing inhibition resulted in asystole greater than two seconds. The patient underwent a revision procedure wherein this rv lead was explanted and replaced. The crt-d was also explanted and replaced as part of a therapy change. No additional adverse patient effects were reported.